Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the coupling power supply on the compact air drive device was deformed and bent. It was further determined that the motor had damage and deformation in the interrupter and general wear and tear of internal components. The device also failed the following pre-tests: check status of development, general condition, check air hose coupling, check for air leak, check for untrue running, check for excessive noise and check starting behavior. It was also reported in the service order that the device had damage and deformation in the interrupter of the equipment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.